Event description:
The friend of a (B) (6) male patient contacted lifecor customer support to report that the electrode belt connector is damaged. Patient is unaware as to how this happened. Support sent the patient a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation electrode belt (B) (4) has been completed. The problem was confirmed. Upon further inspection, the electrode belt connector plastic was completely missing. The pins were completely intact and straight. The connector could not be screwed in which allowed for an intermittent connection between the monitor and electrode belt. The root cause of the missing connector was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the plastic to break. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the damaged connector. The patient received a replacement electrode belt.